Event description:
It was reported that the patient's right ventricular (rv) lead dislodged a few weeks after implant. The rv lead was repositioned and remains in use. However, when attempting to attach the lead to the header of the implantable pulse generator (ipg), the set screw became fixed to the wrench. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: c3tr01 implantable pulse generator (ipg) 2013-(B)(6); 5076 implantable pacing lead. (B)(4).